Event description:
In 2009, company representative reported she was assisting patient and noticed he had a cast on his foot. She stated, patient reported he was in a car accident about 6 months ago due to a low blood glucose. Company representative reported, she did not have details about the incident. On call back three days later, patient reported he had a car accident three months prior, as a result of low blood glucose. He stated, he does not know how low his blood glucose was as he lost consciousness. Patient reported he was at work that morning, ate food around 9 a.m., and assumes he bolused too much for food. He stated, he was taken to the hospital and released that day. Patient reported, he was treated with an IV but does not know what he received. Patient's target blood glucose is 100 mg/dl. Patient was not able to provide specific details related to this incident. Product has been replaced.